Event description:
I had essure implanted in my fallopian tubes. One of the coils migrated out of my tube. I became pregnant. Baby was born via section. One coil was removed from my right tube. The other coil is still missing. I have not had an x-ray to find it. It is likely it is still inside me somewhere.